Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the peeled adhesive was degradation due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenoscope exhibited peeled adhesive around the light guide and objective lenses. There was no patient involvement.